Event description:
Customer reported a motor error alarm during basal delivery. The blood glucose reading was 78 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.